Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified access intravenous (IV) administration set disconnected from an unspecified eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This connection issue occurred during patient therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.